Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported that during testing the primary alarm did not work. There was no patient involvement. The manufacturer's field service engineer (fse)provided remote support to the customer and advised them to test the connection of the primary alarm internally. The fse advised if the alarm is connected, to replace the primary alarm. The customer replaced the primary alarm and the issue is resolved.